Event description:
It was reported in a literature article titled "ultra-early ¿fishmouth stenosis¿ and thrombosis of a surpass evolve flow diversion device following treatment of multiples right siphon aneurysms" that following successful subject stent implantation procedure for the treatment of multiple unruptured right siphon aneurysms (ophthalmic, posterior communicating artery pcoa and anterior choroidal artery acha aneurysms), patient developed left hemiplegia and hemineglect. Patient woke with severe left hemiparesis, partially recovering within an hour. Emergency MRI revealed multiple small ischemic lesions in deep junctional territories between right anterior cerebral artery aca and middle cerebral artery mca. By day one, patient¿s condition deteriorated (nihss 11), developing complete left hemiplegy and hemineglect. A second emergency MRI indicated increase in junctional ischemic lesions and slow flow in right internal carotid artery ica arteries, suggesting thrombosis. Immediate transfer to the angio-suit confirmed intrastent thrombosis, due to a proximal fish mouth type stenosis fmts of the subject stent. Mechanical thrombectomy mt was performed. Recanalization of subject stent was achieved after 3 intrastent aspiration passages. An intravenous bolus of tirofiban, followed by a 12-h perfusion, was administered. Clopidogrel was replaced by prasugrel (10 mg/day) for the subsequent 6-months, along with asa for 12-months. At 1-year follow-up, the patient partially recovered, exhibiting mild residual left upper limb paresis, with a modified rankin score of 1. Both right ica and subject stent were patent.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It should be noted that a 0.027-inch headway catheter was used instead of the 0.027-inch excelsior xt-27 standard straight microcatheter which is designed specifically for use with the surpass evolve flow diverter system. However as there was no issue reported during the procedure it is unlikely the 0.027-inch headway catheter contributed to the reported issues. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent tapering¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ and ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported in a literature article titled "ultra-early ¿fishmouth stenosis¿ and thrombosis of a surpass evolve flow diversion device following treatment of multiples right siphon aneurysms" that following successful subject stent implantation procedure for the treatment of multiple unruptured right siphon aneurysms (ophthalmic, posterior communicating artery pcoa and anterior choroidal artery acha aneurysms), patient developed left hemiplegia and hemineglect. Patient woke with severe left hemiparesis, partially recovering within an hour. Emergency MRI revealed multiple small ischemic lesions in deep junctional territories between right anterior cerebral artery aca and middle cerebral artery mca. By day one, patient¿s condition deteriorated (nihss 11), developing complete left hemiplegy and hemineglect. A second emergency MRI indicated increase in junctional ischemic lesions and slow flow in right internal carotid artery ica arteries, suggesting thrombosis. Immediate transfer to the angio-suit confirmed intrastent thrombosis, due to a proximal fish mouth type stenosis fmts of the subject stent. Mechanical thrombectomy mt was performed. Recanalization of subject stent was achieved after 3 intrastent aspiration passages. An intravenous bolus of tirofiban, followed by a 12-h perfusion, was administered. Clopidogrel was replaced by prasugrel (10 mg/day) for the subsequent 6-months, along with asa for 12-months. At 1-year follow-up, the patient partially recovered, exhibiting mild residual left upper limb paresis, with a modified rankin score of 1. Both right ica and subject stent were patent.